Manufacturer narrative:
H4: the lot was manufactured october 25-27, 2023. H11: the device was received for evaluation. A functional leak test was performed and evidence of leak was observed coming out at the solvent-bonded junction of the tubing and stressmember next to the fill port area. There was no evidence of leak observed at the luer lock connection. The tubing and the stressmember diameters were found to be within specification. However, the tubing insertion depth was found to be inadequate (not deep enough). The reported leak condition was verified. The cause of the condition is related to improper assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked at the luer lock connection. This occurred during preparation. There was no patient involvement. No additional information is available.